Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted. One month post-implant, a valve-in-valve implant of a second transcatheter bioprosthetic valve was attempted, to extend the skirt of the existing valve and reduce the pvl. However, the second valve would not track through the existing valve; it got caught in the outflow portion in the frame of the this valve. Several attempts were made with several pre-shaped wires of various stiffness without success. Balloons were also used in an attempt to steer the distal end of the device past the implanted valve, again with no success. The second valve was then retrieved and discarded. Implant of another transcatheter bioprosthetic valve was attempted, however it still would not cross this valve; a snare was used to capture the capsule and steer it through the annulus. This allowed the deployment and implantation of the valve 8-10 mm above this valve. A 30 mm balloon aortic valvuloplasty (bav) was unsuccessful in expanding the outflow portion of the new valve. Aortography showed severe pvl. Due to the long length of time the patient was under anesthesia, the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Serial number and implant date obtained. No changes to coding.

Manufacturer narrative:
Additional information regarding the loading of the valve: during loading, crimping of the inflow was difficult due to a tilt in the transcatheter aortic valve (tav). The capsule was retracted to confirm paddle placement was correct. The loading system (ls) was then separated to straighten the tav inflow by hand prior to completion of loading. The valve was correctly loaded (verified by visual and fluoroscopic inspection).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate-severe paravalvular leak (pvl) was noted due to cardiopulmonary resuscitation (CPR) for cardiac arrest during the implant, leading to rapid valve deployment and inaccurate placement. One month post-implant, a valve-in-valve implant of a second transcatheter bioprosthetic valve was attempted, to extend the skirt of the existing valve and reduce the pvl. However the second valve would not track through the existing valve; it got caught in the outflow portion in the frame of the this valve, causing deformation of the frame. Several attempts were made with several pre-shaped wires of various stiffness without success. Balloons were also used in an attempt to steer the distal end of the device past the implanted valve, again with no success. Due to the concern that this valve would dislodge, the second valve was retrieved and discarded. Implant of another transcatheter bioprosthetic valve was attempted, however it still would not cross this valve, as it was catching on the outflow portion of the annulus. A 28mm balloon aortic valvuloplasty (bav) was performed to re position the crowns. The bav balloon was then also used in an attempt to steer the device through this valve without success. A non-medtronic transcatheter valve was also attempted, but was unsuccessful. A snare was used to capture the capsule and steer it through the annulus. This allowed the deployment and implantation of the valve 8-10 mm above this valve. A 30 mm balloon aortic valvuloplasty (bav) was unsuccessful in expanding the outflow portion of the new valve. Aortography showed severe pvl. A second 30mm bav was performed, after which a slight reduction in the pvl was noted on aortogram, but was still rated as moderate to severe. Due to the long length of time the patient was under anesthesia, the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis could be performed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No angiographic cines were received for review from the implant of this valve (the first valve implanted); however, cines were submitted for the second implant 1 month following. The cines from the second procedure confirm that the depth of this valve (the first valve) was approximately 20mm, which is significantly deeper than the recommended 3-5 mm placement. The cines show that the outflow of device was constrained and that there was severe aortic regurgitation. The cine review confirmed that the enveor dcs during the second implant procedure caught on the struts of the first implanted valve as it advanced. The resolution of the cines were not sufficient to be able to tell which part of the dcs was catching on the frame, but it was confirmed that the guidewire had not been placed through a strut, which is a known potential cause of this issue. The constrained outflow of the implanted valve, combined with the angle of the patient¿s anatomy, placed the loaded capsule of the enveor dcs directly in line with the struts, causing it to catch as the dcs was attempted to be advanced. The cine review of the final corevalve implant found that the implant depth the valve was 12mm higher than the previously implanted tav, and was in a good anatomical position. Pvl can be related to numerous factors, including valve positioning, existing anatomy, and more. Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; in this case the cause of the regurgitation is the low implant depth of the first valve, which led to frame distortion. The tissue valve of the corevalve tav is designed to be positioned supra annular; placing the tav too low allows the flexible frame to distort to the shape of the anatomy. In some anatomies, this distortion is significant enough to impact valve function, as occurred in this case. The information reported states that the inaccurate position was caused by a rapid valve deployment due to a cardiac arrest that required CPR; this depth may have been further impacted by the chest compressions. The root cause of the cardiac arrest is unknown, but was reported to be non-device related. Cardiac arrest is an effect which may be impacted by the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The corevalve instructions for use (IFU) lists cardiac arrest as a known potential adverse event. The probable cause of the inability to advance the next two valves through the first implanted tav was the position of the implanted tav related to the patient¿s native anatomy. A potential cause of the pvl after the second valve implant may be related to the implant of the second valve into the previously implanted tav, which was initially shown to be distorted due to placement. However, a root cause was unable to be determined from the information available. Per the corevalve IFU, ¿the safety and efficacy of implanting a second corevalve¿ bioprosthesis within the initial corevalve¿ bioprosthesis has not been demonstrated. However, in the event that a second corevalve¿ bioprosthesis must be implanted within the initial corevalve¿ bioprosthesis to improve valve function, valve size and patient anatomy must be considered before implantation of the second corevalve¿ bioprosthesis to ensure patient safety (eg, to avoid coronary obstruction).¿ pvl is a known potential adverse patient effect per the corevalve IFU. From the available information, the probable cause of these reported events was related to patient anatomy/condition and user technique; there is no indication that a malfunction of any medtronic product caused these events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is in regards to the first valve implanted, as "this valve." Multiple attempts have been unsuccessful in obtaining the serial number and implant date for this valve. The product remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The implant date has been updated to (B)(6) 2015 - this date is approximate, as attempts to verify the actual implant date have been unsuccessful. Additional patient and device codes are listed below. (B)(4).